Event description:
Patient underwent initial partial knee arthroplasty on the left side on (B)(6) 1998. Subsequently, the patient underwent revision on the left knee on (B)(6) 2015 due to infection and wear of the polyethylene tibial bearing. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "wear and/or deformation of articulating surfaces. "